Event description:
Per nursing documentation: "patient placed on hfjv (high frequency jet ventilation) and jet kept alarming "cannot meet pip" (peak inspiratory pressure) and the "ready" light would not highlight. Box changed after troubleshooting for other possible errors. Box for jet changed and no further incidents occurred. Pip was met and the ready light highlighted." Biomedical engineering connected patient box to vent and operated the unit on default settings. Unit came up to pip and stayed in tolerance for 4 hours. Upon further examination of the pressure port on the patient box, biomed could unscrew the port connector with fingers and it should not be possible to do this. A loose pressure port connector can cause a big enough leak to cause the pip not to read correctly.biomed is discussing event with manufacturer. Possiblity exists that there was a blow to the port connector - not certain.